Event description:
This case was reported by a consumer (daughter of patient) and described the occurrence of neuropathy in a female patient, currently (B)(6), who received super poligrip comfort seal strips (polyethylene oxide + sodium carboxymethylcellulose) and super poligrip original denture adhesive cream ((B)(4)) and for denture adhesion. A physician or other healthcare professional has not verified this report. The patient has had dentures since she was (B)(6). On an unknown date, the patient started super poligrip original. The patient was reported to have used super poligrip for "a long time" and that she did not use excessive amounts. In 2005, the patient switched to super poligrip comfort seal strips. The reason for the switch was not provided. At an unknown time after starting the super poligrip products, the patient experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip comfort seal strips was continued. At the time of reporting, the event was unresolved. Daughter of consumer reported that the consumer does not have diabetes or "chemo" and the cause of the neuropathy is unknown. Super poligrip comfort seal strips are manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).